Event description:
The customer reported erroneous troponin I (access accutni) results, for three patients, involving the access 2 immunoassay system used in conjunction with access accutni reagent and calibrator. Patient #1 was an emergency room (ER) patient and obtained initial results above the acute myocardial infarction (ami) limit. The customer stated this patient was essentially deceased on arrival. The patient's sample was collected while compressions were performed and epinephrine administered. The initial result was reported as a critical preliminary result. There was no change to patient treatment and an amended report was not issued as the patient had expired. The patient was believed to have had a heart attack. Patient #2, also an ER patient, was admitted with chest pain. The patient had initial results that were within the risk stratification. Subsequent sample analysis per lab protocol, on an alternate analyzer, recovered lower values within the normal reference range. An amended result was released to the physician. Patient #3 obtained two initial results: one was within the risk stratification and one was within the normal reference range; the normal value was reported. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed multiple diagnostic assays, all passed within specification. The instrument conformed to the manufacturer's published specifications. The plasma samples were filtered and analyzed in aliquot cups. Primary samples were collected in green-top heparinized gel tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes in a swing-bucket centrifuge, at room temperature. The customer stated all levels of quality control (qc) were within specification. A recent system check passed all measured parameters and calibrations were successful. A definitive cause of the incident is unknown.